Event description:
Patient tested 2.1 inr and 1.1 inr on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect system; replacement was sent.